Manufacturer narrative:
The cryoprobe has not been returned to erbe USA for an evaluation. However, based upon similar reported events, it appears that the accessory's failure was due to a manufacturing defect (note: see assessment by erbe germany). No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined and another determination as to cause of the incident is made other than a manufacturing defect, a follow-up report will be filed. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional inspection steps, including a camera-based process to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer will be made aware of the findings.

Event description:
It was reported that an incident occurred with a flexible cryoprobe during a transbronchial biopsy of lung nodule. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided) and an ion robot. No other information was provided regarding any other accessory employed. The cryosurgical unit's settings were effect 1, 56 bar. During the activation of a 3rd transbronchial biopsy, the cryoprobe burst. It made an extremely loud noise, louder than a gunshot. The white hose of the probe was sliced open, the black catheter bent itself in multiple locations, and the black catheter separated from the white hose. Multiple staff members went to employee health for hearing evaluation. Both the doctor and rt complained of hearing loss in their ears hours later. On 12/24/25, erbe received a voluntary medwatch through FDA (number mw5181004) from a doctor at the facility. It was stated in the report: "flexible cryoprobe 1.1 mm, 1.15 m length lot # w4465348 - product failed while inserted into bronchoscopy channel and patient. Attempting to freeze with pedal and extremely loud explosive failure occurred at site of where cryoprobe attaches to white tube. Device in the operators handfelt explosive force, but no significant injuries sustained to hand. Operator and nearest staff member (rt), along with nurse anesthetist sustained immediate loss of hearing in ear facing the probe at the time. No apparent damage done to the bronchoscopy catheter or the patient. Patient was examined by audiology, denied any hearing loss upon awakening from anesthesia."